Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation, procedure date is unknown, and the patient went into septic shock two weeks after the procedure. "They drew out streptococcus from her blood." The patient was in ICU for two days. No additional information was provided.